Manufacturer narrative:
(B)(4). Batch #m92715. The device was received with the blade roller pins on the wrong side of the jaw channel. The device jaws could not close. The device was connected to the gen11 and it was recognized, but due to the device returned condition not all functional testing could be performed with the gen11. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a laparoscopic video assisted hysterectomy procedure, the device only opened once and after closure would not open again. Case completed with another device. There were no patient consequences reported.